Manufacturer narrative:
The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned the device to olympus device for inspection without any allegation of defect. Upon inspection and testing of the customer returned device, inflow of foreign material into the air pipeline was found. This report is being submitted for the malfunction found during evaluation. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was an inflow of foreign material in the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the inflow of foreign material in the tube. The specific root cause of the inflow of foreign material in the tube could not be determined at this time. Olympus will continue to monitor field performance for this device.